Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 6nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer called for support, the device has no oxygen pressure while oxygen connected (ec 3111). No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 05mar2019. The customer replaced the oxygen flow sensor and the ventilator was inoperable. The condition remained when a second new oxygen flow sensor was installed. Philips technical support advised customer that the installed part was incorrect. The customer was advised to order and install the correct part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 30nov2018. The customer reported to philip's technical support that the unit crossover solenoid was leaking. The customer replaced the crossover solenoid and the pressure relief valve. The unit subsequently did not pass the o2 delivery test. The customer reported that the newly installed parts caused the unit to lock up and the unit was inoperable. The customer re-installed the original parts and the operation and control were returned. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.